Event description:
A refractive coordinator reports a scanner error during the start of a surgery day. There were no patients prepped when the error occurred, no flaps made. However, a full day of surgery was canceled. The refractive coordinator stated the canceled surgeries were rescheduled and were completed without any incident. No further information is expected from the facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).